Event description:
It was reported that the device was used during a laparscopic cholecystectomy. It was reported by the rep that the surgeon fired the clip applier and the clips crisscrossed over each other. The improper formation of clips. The nurse opened a new applier and it worked fine. There was no consequence to the patient.